Event description:
It was reported that during routine device replacement it was noted that the right ventricular lead had what appeared to be peeling of the outer coating of insulation around the anchoring sleeve area. No electrical issues were noted. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), there was blood in/on the helix/lobe mechanism, there was tissue on the helix, there was apparent explant damage and the lead was stretched. Visual analysis noted the outer tubing (which is not insulation) has areas of environmental stress cracking breach that likely is reported as peeling, however this does not affect the operation of the lead.